Manufacturer narrative:
(B)(4).

Event description:
While reporting issues with multiple meters, the customer stated that the screen of the accu-chek inform ii meter serial number (B)(4) was non-responsive. The screen had to be pressed very hard for it to respond. If pressing the number "3" on the screen, a "2" may be selected instead. The customer stated that due the issue, an operator manually entered a patient identifier incorrectly, accepted it, and then ran a test on the wrong patient. The operator did not notice the issue. No adverse events were alleged to have occurred with the patient. The customer was asked, but did not know when the event occurred. The customer only stated that the event could have occurred a few months ago. The screen of the meter appeared to be damaged and it was corroded inside. There appeared to be a crack inside the screen, but the customer could see everything on the screen. The customer re-set the meter and the issue persisted. The customer's meter was requested for investigation and a replacement meter was sent to the customer.

Manufacturer narrative:
The customer meter was returned for investigation. The touch functionality was tested. A visual examination was performed and contamination was observed on the exterior of the touchscreen. The touch off set issue was reproducible. The issue was determined to be related to an electrical failure of an electrical component, with various individual root causes. It was determined that there was no medical risk.